Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va11y1t, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient stated she has had return of symptoms (urinary and fecal leakage) in the mornings. The patient reported loss of therapy around (B)(6) 2016. The patient stated it worked well during the day she just has this leakage in the morning. The patient stated she turned it up from 2.2v to 2.3v and was wondering if she should turn it up more because she was still experiencing leaking in the morning. The patient was having discomfort on the left cheek (ins was on the right side) especially when she was active on the left leg and was wondering if that was normal. The patient thinks it may be from the lead but she was not sure. The patient felt intermittent stimulation. Additional information received on (B)(6) 2016 indicated the reason for the reported issues; the patient first turned the stimulator off for a few hours then turned it back on, adjusted it to a lower level from 2.3 to 1.8, and then changed the program from 1 to 2. Although the patient had no idea what the difference was. It was noted that the steps taken above seemed to help when they got up during the night to urinate, it also helped a little with the discomfort. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.